Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.1 slide rail was damaged. A field service engineer found someone had kicked the drawer causing the bearing cage to slam into rear retractor and boards. Fse able to remove electronically auxiliary drawer 2 but manually remove drawer 1, the replaced half height drawer 6 with new drawer to resolve the issue. Reinstalled all pockets, configured and ran diagnostic test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was off track and would not open. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.